Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a physician's assistant that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 to 57 mg/dl at the time of the incident. The customer was walking around and exercising more than normal. The customer was at 130 mg/dl at the time of the call. The customer was given d50 to treat. The customer experienced symptoms such as inability to speak and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer had other low incidents on (B)(6) 2018 where the customer was driving and almost killed his wife and himself. The customer had their pump settings changed 2 weeks prior to the day of the call. The customer had bad gastroparesis. The insulin pump will not be returned for analysis.